Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported they experienced bleeding from their head and required staples to close the wound. The patient further reported that the implantable pulse generator (ipg) had malfunctioned. The patient also further reported that they had previously passed out while on a step ladder and fell down. The implantable pulse generator (ipg) has been explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope upon raising their arms or bending over. It was further reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited non-capture, pacing failure and over-sensing. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.